Event description:
Per the physician's report, this patient experienced a decreasee in performance with her cochlear implant. The electrode portion that connects to the receiver stimulator has extruded. The child's parent reportedly questions whether this was due to an allergic reaction to the implant. It is unknown whether allergy testing was done. A flap revision surgery was done in 2006.

Manufacturer narrative:
This is a final report.